Manufacturer narrative:
(B)(4). Date sent: 9/17/2025. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot a97a08, and no non-conformances were identified. Additional information was requested and the following was obtained: ¿ was a leak test performed? If so, what type and what was the result? No, as the patient had undergone gastric bypass with stomach exclusion. The dehiscence of the staple line occurred at the duodenal stump, making it impossible to perform a leak test, and the opening was visible with bile extravasation. ¿ was the stapling line visualized endoscopically during the initial surgical procedure? Only through laparoscopy, not by endoscopy as this duodenal stapling line is not accessible via endoscopy. ¿ can the surgeon confirm the condition of the stapling line during the initial procedure? There was no failure in the staple line. ¿ how many days after the surgery did the leak occur? 2 days ¿ how was the leak identified? The patient presented severe pain, an imaging test (CT scan) was performed, and reoperation followed. ¿ what was observed at the site of the leak during reoperation? It was identified that the stapling line in the duodenum was open with bile leakage. ¿ how was the leak treated? Duodenal suturing and drainage of the cavity. ¿ was there any problem with the device during the initial surgical procedure? No. ¿ does the surgeon believe that the postoperative leak was related to an alleged device malfunction? Please explain. Yes, because already the day after the surgery the patient was showing severe abdominal pain and tachycardia. ¿ were there any other contributing factors related to the patient? Please explain. No, there was not enough time for the patient to do anything that could compromise the healing process. ¿ please provide a timeline of the events. Gastric bypass was performed with removal of the excluded stomach. The next day, the patient presented with abdominal pain that did not improve with analgesia. Due to this, a CT scan of the abdomen was chosen, which showed free fluid in the perihepatic cavity and pneumoperitoneum. An exploratory laparoscopy was performed, which revealed dehiscence at the stapling line and bile leakage. Duodenorrhaphy and drainage of the abdominal cavity were performed. ¿ please provide the current status of the patient. The patient is doing well with no complaints, with a small amount of purulent secretion in the abdominal drain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bypass technique and that the patient had indication for removal from the stomach except. The procedure was performed normally, as usual. On saturday, the patient presented a lot of pain; on sunday, a tomography scan was performed, which revealed pneumoperitoneum and fluid in the cavity. During a new surgical approach on (B)(6) 2025, it was identified that the stapling line in the duodenum was open, and a blue load of 45 was used at this location. Patient consequences were pain, re-operation and prolonged hospitalization.